Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2017: ck-mb = 21.7 u/l, normal upper limit 25; (B)(6) 2017: troponin = 0.20 ug/l, normal upper limit 1.7; (B)(6) 2017: electrocardiogram = no new myocardial infarction. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm xience prime stent was successfully implanted in the distal left anterior descending (lad) coronary artery, restenosed lesion. On (B)(6) 2017, the patient started experiencing chest tightness and on (B)(6) 2017, was admitted to the hospital. Medication was provided. An electrocardiogram (ECG) and labs were taken without positive findings. The event resolved without sequelae and on (B)(6) 2017, the patient was discharged from the hospital. Per physician, the event was possibly related to the device. There was no additional information provided.